Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the device was in good condition. No apparent contamination. The pump event history showed base hardware failure and battery communication time out errors in error history log (ehl). During evaluation, unable to duplicate the battery communication timeout at power up process. The root cause was unable to be determined. The technician replaced interconnect board and battery as a preventative measure. Performed power up process which passed.

Event description:
It was reported that base hardware failure error and battery communication timeout issues were observed. No patient injury was reported.